Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display while she was using it. The insulin pump shut down and she had to reset the settings. She had to insert three to four batteries before the insulin pump powered on. The customer wanted a replacement battery cap. The insulin pump had a few cracks on the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.